Event description:
The recipient reportedly experienced purulent meningitis. The recipient was hospitalized due to pain at the ear site. The recipient entered a coma. The recipient was prescribed antibiotics. The recipient has recovered, however, is still being monitored. Revision surgery is under consideration.

Manufacturer narrative:
The electrode was reportedly damaged during exploratory ear surgery following the meningitis incident. The surgeon decided to explant the device. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well. The external visual inspection revealed the electrode was severed near the array and damaged along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires along the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was recipient was reimplanted with another advanced bionic cochlear device. During revision surgery, it was noted that the electrode was broken due to the cochlea being boned.